Event description:
It was reported the generator exhibited a fault. The surgeon switched to a bovie. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Evaluation: the pulsar generator was receive din poor condition. The unit delivered peak cut energy into fixed loads. When delivering peak energy in an open circuit configuration, delivery was interrupted by f5 fault. Replacing the shielded cables between the rf controller and dc power supply corrected the fault. The regular cut and coag produced f8 "low voltage" alarms and disabled output. Found q7 protection crowbar device had failed in the shorted condition. Replacing q7 restored normal condition. Component q7 is a thyristor surge protection device that is designed to crowbar the output voltage of the dc power supply pcba to keep it less than 300v. It is unk why it failed in the shorted condition and generated f8 faults when delivering regular rf energy. Shielding problems on the cables between rf controller and dc power supply pcba can cause f5 faults when delivering peak rf energy in the open circuit configuration. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.